Event description:
It was reported that a patient underwent a hip revision approximately one-month post implantation due to an infection. The liner was removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Device is used for treatment. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. No corrective actions, preventive actions, or field actions resulted after investigation of this event. This complaint was not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the original complaint description provided.